Event description:
The customer reported via phone call that they received a motor error alarm during the fill cannula process. Customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.